Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient gone into insulin shock. The reporter was unable to troubleshoot. Animas has made multiple attempts to gather more information. This complaint is being reported as the pump could not be ruled out as a cause/contributor to the insulin shock.